Event description:
The customer alleged the pmr2 manual resuscitator failed to operate while in use on a pt. The pt expired, but the alleged malfunction was not believed to have caused or contributed to the patient's death. It was discovered that a film residue from a cleaning agent prevented the exhalation port from working properly. This report is not an admission by mallinckrodt that this device/component caused or contributed the event alleged in this report.